Event description:
The customer alleged they received a questionable connecting peptide (c- pep) result on their e411 analyzer. The patient's initial c-pep result was from an aliquot tube that was processed on their modular pre analytics (mpa) device. The result was 0.050 ng/ml and it was reported outside the laboratory. The doctor questioned the result. The customer stated the specimen volume was adequate and there were no clots in the sample on (B)(6) 2012, the aliquot tube was placed on another e411 analyzer, serial number (B)(4), and the result was 2.07 ng/ml. The primary tube was then placed on the original analyzer and the result was 2.00 ng/ml. The repeat results were considered correct. There were no adverse events to the patient as the doctor took no action on the original result other than asking that it be repeated. The c-pep reagent lot number was 16518201 and the expiration date was 01/31/2013. The field service representative noted the customer was using 13 mm aliquot tubes from the mpa which have a very low sample volume. This can lead to the black sample tips touching the edges of the sample tube during sample aspiration resulting in false liquid level detection and sample aspiration issues. He ran checks on the instrument and verified the instrument was operating to specification.

Manufacturer narrative:
A definitive root cause could not be determined with the information provided. The calibration and quality control results were within expectations and the reagent integrity was verified. The most likely root cause was a misaligned probe in combination with low sample volume.